Manufacturer narrative:
(B)(4). No product was returned for investigation. Per device history record (DHR) the product auto endo5 ml, lot # 73a1500162 was manufactured on 01/12/2015 a total of (B)(4) pieces. Lot was released on 01/15/2015. DHR investigation did not show issues related to complaint.

Event description:
Alleged event: the clip applier worked for the first two clips that were fired then it would not click and when pulled down it closed down. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report.the manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip applier worked for the first two clips that were fired then it would not click and when pulled down it closed down.the patient's condition was reported as fine.